Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The previous calibration and qc tests had acceptable results. The field service engineer found the cause was that the mixing paddle was intermittently carrying beads of water to reagent packs. He replaced the mixer paddle and verified all mixer positions, and the stability/speed of the mixer. Calibration, qc, and precision testing were performed and had acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable elecsys amh results for 2 patient samples on a cobas e 411 immunoassay analyzer. Patient 1: the initial result was 0.041 ng/ml and the repeat result was 2.65 ng/ml. Patient 2: the initial result was 0.042 ng/ml and the repeat result was 1.90 ng/ml. The initial results were reported to the medical doctor where they were questioned and asked for a rerun. The rerun results were deemed to be correct. The reagent lot number was 507052 and the expiration date was asked for but not provided.